Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30990548m and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The pericardial fluid was observed after 1 hour of procedure. Tamponade occurred. Patient is under control and hemodynamically stable. Action taken to resolve the issue was adjuvant drug therapy by anesthesia. Pericardiocentesis was performed and patient was stable and under control. The procedure was prolonged for 45 minutes as a result of the difficulties encountered with the device. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 10-oct-2023. The event occurred during the ablation phase. Physician¿s opinion on the cause of this adverse event is both the procedure and patient condition. Patient required intervention pericardiocentesis with drain including extended hospitalization for an additional 3 days. Transseptal puncture was not performed for the procedure. No evidence of steam pop. No error messages on biosense webster equipment during the procedure. Patient outcome is fully recovered. Therefore, checked b2. Is hospitalization initial/prolonged and added to h6. Health effect - impact code "hospitalization or prolonged hospitalization (f08) and "surgical intervention (f19)". Removed from h6. Health effect - impact code "recognised device or procedural complication (f15). In addition, provided concomitant products, patient details and physician information. Therefore, updated sections a. Patient information, e. Initial reporter and d10. Concomitant medical products and therapy dates. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)